Event description:
It was reported non-stope occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. To resolve the issues, the customer changed their infusion set and cartridge continuing to use the pump for insulin therapy.